Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge. The customer's blood glucose (bg) level was 203 mg/dl. In addition it was reported that the customer experienced a high blood glucose (bg) level, value not provided. Reportedly, customer "took insulin" to address high bg. Customer declined to further troubleshoot with tandem technical support. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.